Event description:
During troubleshooting for an unrelated alarm during drain one of four on a homechoice (hc) machine, it was reported that there was a leak when the transfer set came apart from the titanium adapter. The home patient accidentally pulled on the catheter to address the alarm and the issue occurred. The caregiver (cg) had stopped therapy and got the hp off of the hc. The technical service representative (tsr) assisted the cg in ending therapy. During follow up with the registered nurse (rn), it was reported that the titanium adapter fell off during this event and the transfer set was separated from the catheter when the hp came in. The rn did not see any defects with the transfer set. Since this event, a new titanium adapter and transfer set have been installed and there have been no further issues. No patient injury or medical intervention was indicated in association with this report. No additional information is available. This is report 2 of 3 for this event.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.